Event description:
In 3/2006, patient underwent a diagnostic procedure and the perclose proglide was used to close the arteriotomy. The arteriotomy was in the right superficial femoral artery. Upon deployment of the proglide, the physician sutured together the anterior and posterior walls of the vessel. The patient was taken to surgery for repair, which was successful.